Manufacturer narrative:
Device received with severe scratched lcd window and cracked case behind the insulin pump near the battery tube compartment. Test reservoir lock properly inside the reservoir tube. Device passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen was not clear due to many scratches on pump screen and its was difficult to see the pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis